Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflex pro 5 mm. X 2 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.). Therefore it was removed from the patient and another powerflex pro bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right popliteal artery. The lesion was reported to be: a 95% stenosis, moderately calcified and not tortuous. The approach was made from the left femoral artery with a non-cordis sheath introducer. The lesion was crossed with a non-cordis guidewire. Additional information received indicated that it was unknown if the balloon burst occurred during the initial inflation. There was no reported difficulty removing the product from the packaging, the hoop or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. A non-cordis inflation device was used. The product removed intact (in one piece) from the patient. No additional information was available. The product was returned for analysis. One non-sterile unit of powerflex pro 5mm x 2cm 135cm bc was returned. Per visual analysis it was noticed that the balloon had been inflated and deflated. No other damages were noted in the device. A leak test revealed a leakage at approximately 2.4cm cm from the distal end. Per microscopic analysis a burst condition was noted on the balloon. Per sem analysis the external surface presented evidence of abrasion marks and scratches that could be related to the balloon burst. The internal surface and proximal marker band did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 15731064 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 95%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 5 mm. X 2 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.). Therefore it was removed from the patient and another powerflexpro bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the right popliteal artery. The lesion was reported to be: a 95% stenosis, moderately calcified and not tortuous. The approach was made from the left femoral artery with a non-cordis sheath introducer. The lesion was crossed with a non-cordis guidewire. Additional information has been requested.